Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a severely calcified and severely tortuous mid sfa. During inflation at 12 atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury was reported.